Manufacturer narrative:
The analysis revealed that the smartview connect application update and the renewal of the certificate most probably occurred at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. It should be noted that such issue can only occur within specific conditions. This case is recorded for trending purposes.

Event description:
Reportedly, the transmitter has a problem with the double certificate. The transmitter cannot be installed.